Manufacturer narrative:
Device evaluated by MFR.: a promus element plus,mr,ous 4.00x16mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with distal end struts bunched proximally and proximal end struts in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00x16mm promus element plus drug-eluting stent, it was noticed that the middle part of the stent was kinked. The procedure was completed with another of the same device and no patient complications were reported. It was further reported that it was the stent delivery system that was kinked and not the stent struts as what was previously reported.

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00x16mm promus element plus drug-eluting stent, it was noticed that the middle part of the stent was kinked. The procedure was completed with another of the same device and no patient complications were reported. It was further reported that it was the stent delivery system that was kinked and not the stent struts as what was previously reported.

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00x16mm promus element plus drug-eluting stent, it was noticed that the middle part of the stent was kinked. The procedure was completed with another of the same device and no patient complications were reported.